Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/10/2014 to the present date 11/04/2020 and note that this device has been returned for service 2 times without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received error 354.6770. There was o patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/10/2014 to the present date 11/04/2020 and note that this device has been returned for service 2 times without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received error 354.6770. There was o patient involvement.